Event description:
It was reported that the device was used during an esophagogastrectomy. The device fired an incomplete staple line. The surgeon hand sutured to complete the case. The patient returned to surgery on the 7th post-operative day due to staple line leakage. The patient is still under observation.